Manufacturer narrative:
Product event: (B)(4).

Event description:
During routine testing, the pulsar generator measured high output on cut 6, cut 7, cut 8, and coag 4 there was no patient involvement, therefore patient information was not requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during routine pm testing, the generator measured high output on cut 6, cut 8, and coag 5. Customer also noted that a 2nd generator was also tested and high output was identified on cut 6, cut 7, cut 8, and coag 4. Analysis conclusion: the customer¿s complaint of high output was confirmed. Software, which was not calibrated resulted in high output on cut 6. All other settings were within specifications. The software was calibrated and the generator passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, the pulsar generator measured high output on cut 6, cut 7, cut 8, and coag 4 there was no patient involvement, therefore patient information was not requested.